Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and confirmed the specimen hemolyzed, and insufficient material was available to save. The quality controls (qc) performed before the patient testing was not affected. The (B)(6) antibody to (B)(6) result was only observed on one patient. The customer has run patients in replicates and did not produce any other discordant results. A siemens customer service engineer (cse) was dispatched to the customer site. The cse confirmed no leaks and verified fluidic aspirations. The customer reran qc, and no other issue was noted. The cause of (B)(6) antibody to (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6), antibody to (B)(6) patient result was obtained, upon repeat, on an advia centaur xp instrument. The discordant result did not match the initial result and was not reported to the physician(s). The customer performed repeat testing with the same sample and instrument. The customer confirms that 2 of 3 results were >11 ((B)(6)) and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the (B)(6) result.